Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the ccd or the cable of the subject device was broken due to the stress or user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on august 19, 2021, it was found that since the cable of the subject device was broken, an endoscopic image disappeared during the operation of the angulation of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.